Event description:
It was reported that the patient experienced erosion with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted no new device was implanted at explant. The physician had implanted a spectra penile prosthesis on (B)(6) 2018 after the patient healed. Should additional relevant details become available, a supplemental report will be submitted.